Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Patient hospitalization and patient outcome were not reported. The patient was treated with meropenem injection (500mg each bag, intraperitoneal) for peritonitis. Pd therapy was ongoing. No additional information is available.